Event description:
It was reported that a blade was partially lifted. A 15mmx2.00mm wolverine coronary cutting balloon was selected for use. During preparation, it was noted that the device broke; blade partially lifted. The procedure was completed with a different device and there were no patient complications reported.